Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient visited the hospital after receiving inappropriate shock therapy. Device interrogation found the device in backup vvi mode. The device was reverted from backup vvi mode and the setup was back to the original. No adverse consequences were detected.